Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and the battery gauge was fluctuating, additionally, it was reported that the pump insulin gauge was inaccurate. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.